Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that after the patient's weight loss the patient felt like they were sitting on the ins battery, it was painful, and it was difficult to charge. The rep said the patient recently had a large weight loss and the battery had slid down where the patient was sitting on it. The hcp performed a pocket revision where they moved the battery higher in the patient's buttock. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.